Manufacturer narrative:
Additional information was received that the patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing tenderness at the battery site. The patient was placed on antibiotics.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient was experiencing tenderness at the battery site. The patient was placed on antibiotics.

Event description:
A report was received that the patient was experiencing tenderness at the battery site. The patient was placed on antibiotics.

Manufacturer narrative:
Additional information was received that the patient was prescribed lidocaine patches for discomfort. The physician opted for antibiotics as a precautionary measure. The patient was doing well.

Event description:
A report was received that the patient was experiencing tenderness at the battery site. The patient was placed on antibiotics.